Event description:
The customer reported that the fiber stopped working at 60,000 joules during a prostate procedure and that the case was completed with a second fiber. No pt injury was reported.

Manufacturer narrative:
The device was returned to the manufacturer and analyzed. The customer's initial report that the device stopped working is not considered a reportable issue. Upon analysis of the returned fiber, the fiber was found to be fractured and partially broken off. Based on the analysis findings, the fiber condition could result in forward firing of the side firing fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation, likely due to tissue contact and/or anatomical/procedural factors encountered during the procedure, accelerating cap wear and limiting the performance of the fiber. The product labeling warns that tissue contact, tissue probing and bending fiber at sharp angles may cause fiber damage or breakage. The component codes fiber and cap refer to the results code thermal problem.